Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was felt when filling the cartridge during the load sequence. Customer changed needle tip to resolve the issue. In addition, it was reported that the cartridge appeared to be leaking insulin. Customer was unsure if the cartridge leaked or if insulin was spilled when loading the cartridge. Allegation could not be confirmed. Customer was able to successfully load the same cartridge. There was no impact to the customer's blood glucose level.